Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that when the patient dropped the pump, the infusion set tubing was torn from the tube connector base. No further information available.